Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the axsym troponin-I adv reagent bottle is broken off and has bent the probe. There was no impact to pt mgmt reported.